Manufacturer narrative:
Authors: soumya patra ¿, rabindra nath chakraborty, arindam pande, suvro banerjee, manabhanjan jena, prakash chandra mandal, swapan kumar de, aftab khan, sankha suvro das, debashish ghosh, raja nag journal: cardiovascular revascularization medicine year: 2016 article title: zotarolimus-eluting resolute integrity versus everolimus-eluting xience reference: http://dx.doi.org/10.1016/j.carrev.2016. Event date reflects the date the article was available online.

Event description:
It was reported via a journal article that a study was carried out involving 107 patients that received resolute integrity drug eluting stents. Vessels treated during the study included lad, lcx/ramus/om, rca. Lesions exhibited bifurcation, calcification, thrombus, cto and tortuous lesion. Ninety nine patients had one stent used for the target lesion while the remaining 8 had 2 stents used. One hundred and one patients had procedural success while the remaining 6 experienced procedural complications including slow flow (2), side branch occlusion (4) and dissections (4). At one month follow up, one death was reported to have occurred. At 12 month follow up a further 3 deaths were reported along with 2 cases of in-stent restenosis and 4 cases of target lesion failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.